Event description:
The customer received questionable results for estradiol (e2) on one patient sample. All results are in pg/ml. The patient's initial result was 12568, which was reported outside of the laboratory. The customer repeated the sample on the same instrument and generated a repeat result of 5503. The customer deemed the repeat result to be the correct result and issued a corrected report. There was no adverse event. The lot number of e2 reagent in use was 17207801, with and expiration date of 04/30/2014. The field service representative found an issue with the measuring cell. He replaced the measuring cell, and also did performance testing, which passed. The customer performed a precision check, which also passed.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device subassembly-measuring cell.